Event description:
It was reported that in the gauze (component supplied with the kit) there was a foreign body. It was noticed when the kit was opened. The product was not used.

Manufacturer narrative:
Upon further review, the foreign substance was evident to the user and would not have entered the fluid path. Therefore, this event is deemed non-reportable.

Manufacturer narrative:
We received one i350bf85 introducer in a open tray with all components inside for examination. Examination found the gauze pad to have a foreign substance weaved into the gauze pad. The substance is 2cm long and appeared to have two different fiber like substances. Chemistry testing found the substance showed similar absorption characteristics when compared to cellulose and polyamide (nylon) like material. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.